Event description:
A laparoscopic tubal occlusion with fallopian tube clips was being done. The physician applied a clip to a fallopian tube and closed it, but the applicator would not release the clips and tube. Some manipulation was necessary. No patient injury was reported.